Event description:
It was reported that the 10 cc of the fixation water was injected to place the foley catheter to the patient. And stated when removing the water to check, only 6cc of water was recovered. Then injecting water again, the catheter balloon was found to have burst.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 10 cc of the fixation water was injected to place the foley catheter to the patient. And stated when removing the water to check, only 6cc of water was recovered. Then injecting water again, the catheter balloon was found to have burst.